Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2013-03721.

Event description:
The customer reported that she was hospitalized in (B)(6) 2011 due to cellulitis from the sensor that was inserted in her abdomen. The customer stated that she inserted the sensor in her abdomen, and she had to remove it because it did feel good, and it was red. The customer later experienced chills and fever. The customer went to her hcp, and ended up in and out of the hospital for three weeks. The customer was put on antibiotics for the infection. The customer stated that she also had to get surgery for appendicitis. Nothing further was reported.